Manufacturer narrative:
The insulin pump had operating currents within specification and passed the self test, reset error test and displacement test. However, the insulin pump alarmed for a motor error during the basic occlusion test and was unable to prime during the prime test due to a loose and tilted drive support disk. The functional testing could not be completed due to this anomaly. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked battery tube threads and minor scratches on the display window.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error. The blood glucose reading was 222 mg/dl. The customer treated with a bolus. The customer declined to troubleshoot for high blood glucose. The drive support cap appeared normal. The insulin pump had not been exposed to a strong magnetic field. Eight motor error alarms were noted in the insulin pump history. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.